Event description:
It was reported that an alert was received for possible output circuit damage. Possible lead issue suspected. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information notes the lead was explanted.